Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported unable to maintain suction during surgery with an intralase patient interface (pi) after the patient was applanated and after laser fired. The surgery center indicated they were unable to maintain suction; first attempt lost suction with 6 remaining of laser treatment. Second attempt lost suction 10 seconds in to laser treatment. Customer aborted procedure. They will attempt photorefractive keratectomy (prk) at later date. There was no patient injury reported.